Manufacturer narrative:
Result: footboard clam shell.

Event description:
It was reported by service report that the footboard was broken due to some type of impact and sharp edges were reported. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.